Event description:
A customer reported that there were high vacuum out of range errors and a diluent leak under the right hand side of coulter lh500 hematology analyzer, originating from the rbc bath which was overflowing. The customer was wearing personal protective equipment at the time of the event. There was no exposure to mucous membranes or open wounds. Medical attention was not sought. The material safety data sheet (msds) was reviewed, and an exposure control or risk management plan is in place at the facility. No patient result was affected by this event. There was no death, injury or change to patient treatment as a result of this event.

Manufacturer narrative:
Service was dispatched to address the issue and the field service engineer (fse) found the pinch valve-mount at pv-5 broken. The fse replaced pinch valve-mount and cleaned leak from instrument. The fse also replaced wbc bath for hgb background high on start-up, flushed vacuum system and adjusted vcs (volume, conductivity and scatter) gains. Service activity performed was verified per established procedures, and the results met the published performance specifications. Blood, controls (retic controls, 5c controls), diluent, and clenz (cleaner) can be present at the rbc bath drain. The cause of leak was the broken pinch valve. (B)(4).